Event description:
Device 3 of 3. Reference MFR report: 3008829311-2017-00198 & 3008829311-2017-00199. It was reported the patient experienced a fall and hit the ins directly on the corner of a hard surface. Subsequently, the patient lost stimulation therapy following the fall. X-rays taken did not indicate the leads moved from the original implant location. Troubleshooting of the patient¿s ins found the l5 lead was turned off. The sjm representative turned the lead on, but the patient reported uncomfortable "shocking" sensations in her buttocks and no stimulation therapy in her feet. Surgical intervention was taken and the physician replaced the patient's entire drg system.